Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for the last 2-3 days, they felt "electrical impulses" in their leg so bad that they could hardly walk. Patient stated that they just had a foot surgery, that they felt the electrical impulses from their ins, and that they were having really bad cramps down their right leg yesterday. Patient added that they were already scheduled for a surgery for a replacement of their ins on april 9th, and that they already resolved the issue regarding the electrical impulses. Agent reviewed general therapy information.